Event description:
It was reported that during the patient's lead revision on (B)(6) 2024 half of the paddle lead was abandoned and was unable to be removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.